Event description:
It was reported that the silver plate of the charger melted while the device was in use (specific date not reported). Replacement equipment was sent to the patient, and no reports of patient injury are associated with this event.